Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, prior to reaching lad, at first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of same device. No patient complications were reported.